Event description:
The dentist reported that this abutment screw fractured inside of the implant placed in tooth site # 19.

Manufacturer narrative:
The visual inspection confirmed that this abutment screw has fractured and a fragment can be seen inside the implant. The lot number for the screw was not provided, therefore a device history review record could not be completed. Complaint and non-conformance reviews for the product family did not identify any anomalies. The cause for this device to fracture cannot be determined. (B)(4).